Event description:
It was reported that on the patient¿s previous system, there had been a dead lead that had been there for several years. Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, and if any intervention had occurred for this historical event. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# n0029865, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: lead; product ID 377760, lot# n0029865, implanted: (B)(6) 2005, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).